Event description:
Spontaneous call from the patient stating that the connection between tubing and the central line, is leaking. The patient has noticed that there is a crack in the in ultra site 2-way capless valve. Instructed the patient to go to the hospital since she does not have any replacement valve. Patient was not experiencing any adverse event due to this. Unknown if pt has defect device on hand. No missed dose, patient did have enough medication on hand. New ultra site 2-way capless valves being sent to pt lot number not available. No add'l information available. Reported to (B)(6) by pt/caregiver.